Event description:
It was reported "upon testing of the device the safety failed to deploy when demonstrating." No other information was provided.

Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of 127808 showed five other similar product complaint(s) from this lot number.

Manufacturer narrative:
H11: section a through f the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported "upon testing of the device the safety failed to deploy when demonstrating." No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of safety mechanism failure to deploy was confirmed and the cause appeared to be supplier-related. The product returned for evaluation was one 45mm intraosseous needle stylet. The needle was not returned for evaluation. The stylet safety was not engaged and remained within the stylet housing. The safety mechanism was mobile on the stylet shaft and was easily engaged using forceps. The safety fully covered the stylet tip. Microscopic inspection of the stylet with and without an ultraviolet light was unremarkable. The safety mechanism appeared well-formed and functioned as intended when manipulated with an instrument; however, the safety mechanism did not engaged when the stylet was removed from the needle shaft. It appeared that the safety was not engaged with the needle luer adapter during initial device assembly. The device is a supplied component and the supplier has been notified of this event. Bd is working closely with the supplier to prevent recurrence of the reported event.

Event description:
It was reported "upon testing of the device the safety failed to deploy when demonstrating." No other information was provided.